Manufacturer narrative:
Additional information: device manufacture date: 02/27/2019 to 03/06/2019. Correction: expiration date is 08/31/2019. One (1) sample was received for evaluation. A visual inspection noted a visible damage to the thread area of the sample and the outer cap thread area showed signs of a sink. Functional testing noted bubbles during underwater pressure test. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue with a minicap. The care giver (cg) described the event and explained that the threads on the minicap were malformed/damaged. The minicap would screw on only part way if at all. This event was discovered at the end of the pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.